Event description:
The patient was kicked on the implantable neurostimulator. Afterward the device battery depleted from a full charge to 75% charged in 2 days. The patient charged more than expected. The device was programmed to deliver therapy using 2 programs, 8 anodes and 8 cathodes on each, pulsewidth 450 microseconds, frequency 60 hertz, amplitude 0.6 volts. Impedances were 350 ohms for each program. The recharge interval on the longevity calculator was about 22 days. Recharge statistics were not available. The patient continued to receive good therapeutic benefit. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4)